Manufacturer narrative:
Section h1, h6: correction. Section h7, h9: additional information. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event could not be confirmed nor reproduced during testing of the returned centrimag motor (serial number (B)(4)). The returned motor was tested with its related 2nd gen primary console and flow probe. The system was operated for an extended period of time (including overnight) at the same speed and flow settings reported in the complaint. No unusual vibrations, speed or flow changes, temperature changes, nor alarms were observed during testing. The motor was functionally tested per the centrimag motor service process and the unit passed all tests. Inspection of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The implant date is unknown. It was reported the patient was on centrimag support and the flows were 4300rpm and 4.6 lpm. The centrimag motor started to vibrate and rpm remained at 4300 and lpm went to dashes. At the same time the patient's mean arterial pressure dropped to 40. Motor was hot to the touch and replaced to resolve the problem.